Event description:
It was reported in a literature article that the patient presented with a subarachnoid hemorrhage due to the aneurysm rupture, underwent the stent assisted embolization and died due to rerupture of the aneurysm after treatment. The patient underwent the procedure between (B)(6) 2001 and (B)(6) 2010. The exact date of the procedure is unknown.

Event description:
It was reported in a literature article that the patient presented with a subarachnoid hemorrhage due to the aneurysm rupture, underwent the stent assisted embolization and died due to rerupture of the aneurysm after treatment. The patient underwent the procedure between (B)(6) 2001 and (B)(6) 2010. The exact date of the procedure is unknown.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between (B)(6) 2001 and (B)(6) 2010. The device is not available to the manufacture.

Manufacturer narrative:
The device remains implanted and was not available for analysis. From the information provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Death and aneurysm burst (re-rupture) are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between (B)(6) 2001 and (B)(6) 2010. The device is not available to the manufacture.